Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the the cysto-nephro videoscope distal end cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: d8, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that due to a leak the device could not be reprocessing properly which caused the foreign material to remain; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: as to reprocessing procedure of the cyf-vh, [cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual] has descriptions. They may prevent from the phenomenon pointed out. In addition, as to handling of the cyf-vh, [cysto-nephro videoscope cyf-vh cyf-vhr cyf-vha operation manual] has following description. It may prevent from occurrence of physical damage. Do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Olympus will continue to monitor field performance for this device.